Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had blood backing up in the tubing during use. The device contained amiodarone and propofol on triple lumen extension tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h6 (update codes) and h11. B5: the amiodarone infusion was run at 17ml/hr. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified a set; however, blood backflow could not be observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.